Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported the evac is not connecting to the carts, and the nose board had arced. Due to the arcing there was a black mark on the noseboard pin of the unit. The event timing was during cleaning. There was no harm to the patient. No adverse events were reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was not connecting to carts; the nose board pins were arced/burned. The coupler nose board was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.